Event description:
Reportedly, on (B)(6) 2024, the vega r58 was implanted in the low ventricular septum and the following day, on (B)(6) 2024, a CT scan revealed that the ventricular lead had perforated the heart, leading to a reintervention confirming that the lead protruded approximately 5 cm from the epicardium. The lead was disconnected from the pacemaker and repositioned on the septum. The patient's condition has stabilized since the re-intervention.

Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. In addition, it was confirmed that the screw length of the lead was within specification. One day post implantation (B)(6) 2024, ventricular lead perforation was discovered through a CT scan showing screw of the ventricular vega r58 lead protruding about 5 cm from the epicardium. A re-intervention was performed to reposition the ventricular lead into the septum, which resolved the associated issue. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, the vega r58 was implanted in the low ventricular septum and the following day, on (B)(6) 2024, a CT scan revealed that the ventricular lead had perforated the heart, leading to a reintervention confirming that the lead protruded approximately 5 cm from the epicardium. The lead was disconnected from the pacemaker and repositioned on the septum. The patient's condition has stabilized since the re-intervention.